Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (bi-v ICD) had unexpected longevity and reached early elective replacement indicator (eri). It was noted that the left ventricular (lv) lead outputs were programmed high. The bi-v ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met > = lower 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 6945-65 lead, implanted (B)(6) 2000. (B)(4).